Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged random insulin flow blocked alarms, button errors, reservoir not locking into place properly, time loss over a couple of weeks, rewind sounds louder/seems slower, and rainbowing on the display found on 9/16/2021. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, displacement test, and the delivery accuracy test at .08685 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or unusual loud motor noise during rewind noted during testing. Successfully downloaded the trace and history files using thus. All buttons are operating properly and a test p-cap does lock into place inside the reservoir compartment properly. There were not any no delivery (insulin flow blacked) alarms or stuck key alarm found in the history files on or near the event date, 9/16/2021. Programmed the pump with the current time and date and monitored for twelve (12) days. No unexpected time gain/loss noted during monitoring period. The time and date function are performing properly. No rainbow effect on the display noted. Device was cut open to perform a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, keypad flex tail, keypad dome switches, or keypad assembly during visual inspection and the keypad connector on j1/pcba 1 was locked properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm, stuck key alarm, unresponsive keypad, unusual loud motor noise during rewind, and the reservoir unable to lock in place are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button errors, reservoir broke when inserted and was loose. Insulin pump clock was slow and loses time over a couple of weeks and slower and louder while rewinding. Insulin pump had random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.